Event description:
It was reported that a smiths medical pump alarmed "no disposable pump clamp tubing" and when restarted, it alarmed "no disposable, pump won't run". Air bubbles are present in the cassette tubing. Patient not affected. Residual vol: 16.4, rate: 1, given: 60.4".